Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department due to syncope. A remote monitoring transmission indicated that the patient had triggered a lead integrity alert (lia) due to short v-v intervals and non-sustained episodes of oversensing on the right ventricular (rv) lead. The rv lead remains in use. No further patient complications have been reported as a result of this event.